Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that the heartstart mrx defibrillator had an etco2 module failure. There was no negative patient impact.

Manufacturer narrative:
Upon further investigation, it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2016-00115 was submitted. Please see the corresponding reports for evaluation data.

Manufacturer narrative:
Philips has received information which has confirmed that this record is not a duplicate of MDR #1218950-2016-00115. The following has been corrected and updated: (B)(4). The device was evaluated by the manufacturer.